Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the microscope head has excessive play in the tilt range. Additional information has been received stating the tilt range was fine but had a loose optical head. The procedure was completed without incident.

Manufacturer narrative:
The company service representative examined the system and found the focus drive assembly on the optical head was loose. The company service representative tightened the loose hardware on the focus drive assembly. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose hardware. How or when the hardware became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).